Manufacturer narrative:
Returned device was received device is missing knobs, manometer is out of spec, battery holder assembly is damaged, battery was missing. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator was missing 2 knobs no alarm and audio when turned on. No battery. No adverse patient effects were reported.